Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having a blank screen display, which would come on and off. Customer's blood glucose was 120 mg/dl. Customer was advised that issue could be battery cap and battery cap would be replaced.